Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received an alarm which was generated when a power system error is detected and this error does not prevent the pump from running. The customer¿s blood glucose level was unknown. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error detected alarm due to j6 connector resistance issue. The insulin pump was received with case cracked behind the pump at the corner of the belt clip rails.